Manufacturer narrative:
Abbott field service resolved the issue by replacing the valve, manifold kit (rohs) and the architect probe, which were identified to be the likely causes. Field service noted neither part had been replaced in two years. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for valve, manifold kit (rohs) and the architect probe identified no issues or trends. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr was identified.

Event description:
The customer reported a false positive architect total bhcg result on the architect i1000sr analyzer. The sample generated an initial positive result of 194.11 miu/ml and retest of the same sample generated a negative result of <1.20 miu/ml. No impact to patient management was reported.